Manufacturer narrative:
Trackwise (B)(4) updated sections.

Event description:
The hospital reported that during a coronary bypass procedure, hst iii system (3.8mm) delivery device was loaded at opcab based on the IFU and the delivery device was deployed. However, the seal fell off due to a defective product. The surgeon followed the IFU, but the seal detached when the plunger was pressed. A new device was used to complete the procedure. There were no abnormalities in the patient's condition. Photo provided by complainant shows delivery device and seal with evidence of blood.

Event description:
The hospital reported that during a coronary bypass procedure, hst iii system (3.8mm) delivery device was loaded at opcab based on the IFU and the delivery device was deployed. However, the seal fell off due to a defective product. The surgeon followed the IFU, but the seal detached. A new device was used to complete the procedure. There were no abnormalities in the patient's condition. Photo provided by complainant shows delivery device and seal with evidence of blood.

Manufacturer narrative:
E1 event site name exceeded character limitations: (B)(4). Tw ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
Trackwise (B)(4) corrected sections: e1--event site address corrected from blank to "363, dongbaekjukjeon-daero" the device was returned to the factory for evaluation on 04/01/2024. Photographs were provided by the account. A photograph evaluation was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the intact aortic cutter. The cap was observed on the aortic cutter and the cutter was not observed in the photograph. The lock on the aortic cutter was not completely visible and unable to determine if the aortic cutter was deployed. The intact seal was observed outside the delivery device. Blood was observed on the delivery device which indicates an attempt was made to introduce the device into the aorta. An investigation was conducted on 04/03/2024. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. The intact seal was observed outside the delivery device in an opened state. There were no visual defects observed on the delivery device. The white plunger was fully depressed and the blue safety lock was off, which allows for the white plunger to be depressed. No measurements of the delivery device were taken due to the presence of blood which indicates an attempts was made to introduce the device into the aorta. Based on the photographic evaluation was well as the evaluation results, the reported failure "activation problem" was not confirmed. The lot # 3000330169 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a